Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked at the y-connection port during use. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that normal saline injection leakage at y-port during IV push process "

Manufacturer narrative:
H.6. Investigation summary:a device history review was conducted for lot number 8305838. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not received for the purpose of our investigation, according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study (CAPA 642738) to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. H3 other text : see section h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked at the y-connection port during use.the following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that normal saline injection leakage at y-port during IV push process."